Event description:
Paramedics at scene found pt combative, agitated and irritable. Tested pt's blood glucose with suspect device and it was 125 mg/dl. Was taken to the hosp and lab blood glucose was done and it was 29 mg/dl. The pt was treated with IV of d50.